Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl - left hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction. Update received: 8th april 2014 - attached legal document, marked as legal, added patient name, added patient ID (initials), added patient gender, added patient date of birth, amended implant date: (B)(6) 2008, added hospitals: (B)(6), added surgeons: mr (B)(6) / mr (B)(6) and added further reason(s) for revision: pain, nois: creak and squeak, popping sensation, excessive fluid on hip, pseudotumour, soft tissue destruction / necrosis due to high local concentration of metal particles, field distorted by necrosis and discoloured grey mechanical fluid: metallosis and difficulty walking.